Event description:
On (B)(6) - the dealer stated that the consumer was seating in the trsx52fb wheelchair when the right crossbrace weld was broken. There was no patient injury reported.

Manufacturer narrative:
(B)(4) issued MFR report #9616091-2012-00405 indicating the brand name as powered wheelchair, the common device name as 890.3860. The correct brand name is mechanical (manual) wheelchair and the common device name is 890.3850. MDR decision date: (B)(6) 2012. (B)(4) no RMA has been initiated for this issue. Model trsx52fb, serial number/date (B)(4) is approximately two year old. The owner's manual part number 1110550, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed

Event description:
(B)(4). The dealer stated that the consumer was seating in the trsx52fb wheelchair when the right crossbrace weld was broken. There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trsx52fb, serial number/date code (B)(4)is approximately two year old. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed